Event description:
The customer alleged they received a questionable thyrotropin (tsh) result for one patient on their e170 analyzer. The customer stated the patient's initial tsh result from the e170 analyzer was very high, >100 miu/l, and it was reported outside the laboratory. The physician did not believe the high result as it did not fit the patient's clinical picture. The sample was tested on an advia centaur and the result was 193 miu/l. The sample was tested on an abbott architect and the result was 8.26 miu/ml. Neither of the repeat results were reported outside the laboratory. No treatments were initiated based on the initial result and the patient was not affected by this event. The customer stated the tsh reagent lot number was "1111" and the expiration date was not provided. The patient sample was returned for investigation. No interfering factors were identified during the investigation.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
Further investigations were performed on the patient's sample. The presence of macro tsh was confirmed in the sample. This interference is documented in the package insert.